Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with a broken jaw. The iinstrument was cycled and ejected the clips due to the returned condition. Although on conclusion could be reached as to how the jaw became damaged.

Event description:
During a liver procedure, the jaw of the device was broken and couldn't clip. Another like device was used to complete the procedure. There was no pt consequence.